Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00098. All information from the original report(s) has been transferred to this report.

Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the machine alarmed. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient nor a delay was noted. A philips remote service engineer (rse) evaluated the device with the customer. The rse had the customer verify error code was in the service log. The customer found error code 1101, in conjunction with 3007. The rse informed the customer that manufacturer states: if diagnostic code 1101 occurs in conjunction with diagnostic code 3007 (software exception), no action is required. The customer stated they are scheduled to have a preventative maintenance (pm) performed on units currently and would like to have a full performance verification on the unit to determine if any repairs are needed. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated in an email received (B)(6) 2023, that the device was repaired and back in service. No other details were given therefore the investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.